Event description:
Through a periodic review of the manufacturer's programming history database, it was found that high impedance was detected on the patient's device. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The patient again presented with high impedance. The patient was going to have surgery for lead revision but the patient has already had two leads and the surgeon was not sure if there was enough room on the nerve for a third. They decided to abort the surgery and send the patient for x-rays before proceeding. X-rays have not been reviewed by the manufacturer to date. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.

Event description:
The patient was kept in the hospital after the previous surgery was aborted, and then the patient successfully had generator and lead replacement. The explanted products have not been received for analysis to date. No further relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, correct data: diagnostics data was inadvertently formatted incorrectly on the initial report..